Manufacturer narrative:
(B) (4): physio control evaluated the device and verified the reported failure. Physio replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and observed an intermittent failure to deliver energy when the u8 ic chip was heated. The most probable cause of the reported failure was determined to be the thermally sensitive ic chip, u8. However, physio is unable to determine if the u8 chip is the conclusive cause of the failure since the component is a ball grid array (bga) chip that could not be removed and replaced for trouble shooting purposes.

Event description:
It was reported that the device shock button would not engage easily and required the user to exert significant extra pressure to work. There was no patient use associated with the event.